Event description:
It was reported that brownish liquid seeped out after cleaning. There was no pt contact and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, there was no evidence of fluid post autoclave. The gear train and rotary front end assembly were replaced and noted to be corroded.